Event description:
It was reported that this stretcher has side rails which do not close properly. There was no report of patient involvement or adverse consequences.

Manufacturer narrative:
Devices were evaluated and repaired by distributor. Evaluation codes reflect distributor's findings.